Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had ooze at the ipg site. When they presented to the emergency department, mrsa+ was identified with swabbing. As a result, the patient underwent surgical intervention during which the system was explanted. The patient was given antibiotics. The infection had resolved later.

Manufacturer narrative:
A patient had ooze at the ipg site was reported to abbott. When they presented to the emergency department, mrsa+ was identified with swabbing. The patient underwent surgical intervention during which the system was explanted. The patient was given antibiotics. The infection had resolved. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.